Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will not power on after it was exposed to water. There was moisture present within the meter. There was no evidence of product misuse. The subject pump powers on after the battery was replaced but it is non-responsive. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigators were unable to download black box. There was visible moisture and corrosion in display. A leak test failed due to crack in case between the display lens and case seal. The pump powered on with audio tones, vibration and display. The pump was removed from the case and corrosion and moisture was found on all internal surfaces. Unrelated to this event, the keypad buttons were not functional.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.